Event description:
Reporter alleged blood glucose read 397, 105, & 328 mg/dl when back to back tests were performed 1 minute apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.